Event description:
Lap sponges were added to case toward end of procedure and counted. Relief scrub found small black hair while re-organizing. Laps were sequestered, mayo removed, and gloves changed.